Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that upon injection of the liquid embolic agent into the apollo, there was no resistance. The physician did pause during injection. The injection rate was followed as indicated in the IFU. The liquid embolic agent did not get embedded in an unintended location.

Manufacturer narrative:
Continuation of d10: product ID unk-nv-onyx (unknown); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that before the procedure, the doctor identified that the catheter was fractured about 15cm before the distal tip, allowing the embolic fluid to leak. The patient was undergoing surgery for treatment of an arteriovenous malformation with onyx embolic liquid. It was noted the patient's vessel tortuosity was severe.  It was reported that the catheter ruptured (intact) in the distal section. There was no friction or difficulty during the procedure. There was no other damage to the catheter besides the rupture. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). There were no patient symptoms or complications associated with this event. There was no medical or surgical intervention needed to prevent a permanent impairment of a function and the event did not lead to or extend the patient hospitalization. There was no injury as a result of the event.